Event description:
Hospital reported that they were infusing propofol to a pediatric pt with the continuum infusion pump. They alleged that the pump administered too much medication, but they caught it before over-infusing. No pt injury occurred.

Manufacturer narrative:
Medrad has contacted the customer in an attempt to have the infusion pump returned for evaluation. The customer refused to return the pump to medrad. The hospital is using third party disposables in conjunction with the medrad disposables. A sample of the third party disposables was returned for testing. Medrad tested these samples with infusion pumps that are used for internal testing. The internal testing pumps performed within specifications using these disposables. Clinical support specialists and the infusion systems product manager visited the site to provide training support. During the training, medrad became aware that the customer is not resetting the cumulative volume after each pt. This would cause the system to appear to be administering more than the programmed amount.